Event description:
It was reported that the physician encountered resistance when delivering a subject stent as the stent entered the hub of the microcatheter. After repeated adjustments, the subject stent was prematurely deployed at the hub and could not be retrieved. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event. The subject device was returned for analysis and the device investigation revealed that the subject stent was deployed during use and was broken/fractured during use. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent was received in a broken/fractured condition, with the distal end of the subject stent deployed within the lumen and hub of the microcatheter. The subject stent delivery wire (sdw) and the introducer sheath were not returned. The distal end of the subject stent was not able to be removed from the microcatheter. The functional inspection was unable to perform as the stent was returned in a deployed state. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'stent difficult/unable to transfer' could not be replicated. However, the analysis results are consistent with the reported event. The reported 'stent deployed prematurely during transfer' was not confirmed. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that 'the physician encountered resistance when delivering a subject stent as the subject stent entered the hub of the microcatheter. After repeated adjustments, the subject stent was prematurely deployed at the hub and could not be retrieved'. Additional information provided by the customer indicated that the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The patient's anatomy was moderately tortuous. The subject stent was received in a broken/fractured condition with the distal end of the subject stent deployed within the lumen and hub of the microcatheter. The subject stent delivery wire (sdw) and the introducer sheath were not returned. The distal end of the stent was not able to be removed from the microcatheter. The introducer sheath and subject stent delivery wire (sdw) were not returned for evaluation. The event description indicates that friction was encountered after the subject stent was transferred into the proximal section of the microcatheter. One possible explanation is that the introducer sheath may have moved prior to advancement of the subject stent from the sheath. If the sheath moved distally, the distal tip opening may have become deformed or misaligned, resulting in damage to the stent as it passed through the sheath. If the sheath moved proximally, a gap may have formed between the sheath and the microcatheter, potentially allowing partial subject stent expansion during transfer. In either case, subsequent advancement of a damaged or partially deployed stent through the microcatheter lumen would likely result in increased friction. Attempts to withdraw a subject stent that has become lodged within the microcatheter shaft may lead to further deformation or unintended partial deployment within the microcatheter. This represents one possible explanation for the observed analysis findings. Additionally, information received from the customer indicated that the patient¿s anatomy was moderately tortuous, which may have contributed to increased resistance during device manipulation and could have exacerbated the reported friction. An assignable cause of procedural factors has been assigned to the reported ¿stent difficult/unable to transfer' and 'stent deployed prematurely during transfer' and analysed ¿stent deployed prematurely during use¿, ¿stent deformed¿, ¿stent broken/fractured during use¿ this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use